Event description:
Additional information was received from the patient on (B)(6) 2023. They reported that the ins was still functional, but it was not able to control their pain even after reprogramming was done. Their pain had been due to their worsening back condition. They stated they had back surgery on (B)(6) 2023 to correct a previous spinal fusion that did not fuse completely. They also stated that the device was poorly positioned at the time of the implant in 2016 making it difficult for other doctors to access and confirm areas of the spine for other attempts to control their pain, so the device not being able to address their pain has not been resolved yet. No other plans have been made to do further interventions if their recent surgery has fixed the issue. The pt will continue to keep their ins charged as needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt said the original device that they had was put in 2014 at the l3 and l4. Pt said the device worked for a year and then went out again (patient services (ps) understood the ins that was put in worked for a year). Pt said it got progressively worse since 2016 to where the pt needed medication and the ins was not working anymore. Pt said it was an ongoing issue for the past 18 months and they even had the ins recalibrated by a medtronic rep. The rep talked to the healthcare provider (hcp) and tried to recalibrate using their thing to see if they could get anymore relief from the pain but it did not help. Pt noted they would put their ins to a certain setting and they would feel uncomfortable so they turned it off. Pt notified a medtronic rep back in 2020 or 2019. The pt got the ins adjusted but the pt could only turn the therapy intensity to a certain point until it became more uncomfortable than the pain. Pt said the ins would help with the numbness with feet and back pain but it got gradually worse and worse. Pt noted the original doctor put the ins in a poor position and two other doctors who were helping were also doing helping with injections and the ins got in the way.